Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. The phenom-27 catheter used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the phenom catheter were not provided; therefore, compatibility could not be assessed. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times or patient vessel tortuosity. The customer reported patient vessel tortuosity as severe device was re-sheathed more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 10mm, and the neck diameter was 8mm. The patient's vessel tortuosity was severe. The landing zone was 15mm distal or 15mm proximal. Dual antiplatelet treatment was not administered. It was reported that the pipeline could not be deployed and was jammed. It was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No other steps were taken to open the device. The pipeline was resheathed and removed from the patient. The patient did not experience any injury or complications. Angiographic results post procedure were said to be normal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.